Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. The pump did not pass functional testing of both inflation and activation. Further, the pump deflation ball was too far forward, and wear was noted on the pump kink resistant tubing though no leaks were identified. Visual examination of the cylinders found both had wear at a fold in the distal and proximal ends of the cylinder bodies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Based on the results of our investigation an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This inflatable penile prosthesis (ipp) was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. See additional manufacturer narrative for full investigation details.

Event description:
This inflatable penile prosthesis (ipp) was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. The pump did not pass functional testing of both inflation and activation. Further, the pump deflation ball was too far forward, and wear was noted on the pump kink resistant tubing though no leaks were identified. Visual examination of the cylinders found both had wear at a fold in the distal and proximal ends of the cylinder bodies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Based on the results of our investigation an evaluation conclusion code of cause traced to component failure was assigned to this investigation.